Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead suture sleeve exhibited an anomaly during suture tie down. The physician did not apply extra force. The lead remained implanted. The patient was in stable condition.